Event description:
A patient reported experiencing hypoglycemia while using a surestep. Patient has had diabetes mellitus for 34 years and test blood glucose 4 times a day. Patient has been using the surestep meter for about 3 years. On 1 day prior to event date, patient blood glucose was 138mg/dl at 5:00pm on the ss meter. Patient does not take any evening doses of insulin. After eating dinner, patient experienced a hypoglycemic reaction at 06:00pm. Paramedics were called and found patient's blood glucose 23mg/dl. Patient was treated with glucose gel and IV fluid at home. At 11:00 pm patient blood glucose was 190mg/dl on ss meter. On event date, spouse could not wake patient up at 07:00am. Paramedics were called and found patient's blood glucose in the 20s. Patient was transferred to the emergency room where pt was treated with IV fluid. Patient was discharged home with blood glucose of 300mg/dl. No further information was provided.